Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 1. 6.5 mmol/l (compact plus system) and hi (result > 33.3 mmol/l) mobile system 2. 3.8 mmol/l (compact plus system) and hi (result > 33.3 mmol/l) mobile system 3. 8.4 mmol/l (compact plus system) and hi (result > 33.3 mmol/l) mobile system sets of results were obtained on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).